Event description:
According to the reporter, the device was noted to have less quality and weaker balloon. The balloon was ruptured during insertion to a patient. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.